Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The initial reporter complained of a questionable elecsys tsh assay and elecsys ft4 ii assay result for 1 patient tested on a roche diagnostics elecsys e170 modular analytics immunoassay analyzer. The initial reporter believed the results were not matching the patient's clinical picture and that there was a possible interference present. This medwatch will cover ft4 iii. Please refer to the medwatch with patient identifier (B)(6) for information on tsh. The tsh result from the e170 modular was 45.59 ¿ui/ml (reference range 0.27 - 4.2 ¿ui/ml). The ft4iii result from the e170 modular was 2.13 ng/dl (reference range 0.80 - 1.90 ng/dl). The results were reported outside of the laboratory but the customer did not believe the results. The results from the e170 modular were not matching the patient's clinical picture so the same patient sample was tested in another laboratory on an advia centaur. The tsh result from the centaur was 38.27 ¿ui/ml (reference range 0.35 - 5.50 ¿ui/ml). The ft4 result from the centaur was 1.81 ng/dl (reference range 0.78 - 1.53 ng/dl). There was no allegation of an adverse event. The e170 modular serial number is (B)(4). The investigation is currently ongoing.

Manufacturer narrative:
The customer sent the patient sample to the manufacturer for investigation. The customer's ft4 and tsh results were reproduced. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings. A general reagent issue most likely can be excluded. The investigation did not identify a product problem.